Event description:
It was reported that during a laparoscopic bowel resection procedure, the instrument stopped working. Generator indicated instrument problem. High frequency noise from the blade. Instrument was retorqued twice like indicated. A new instrument was opened to complete the case. There was no reported patient consequence.